Manufacturer narrative:
To date, over 90,000 supercable cerclage cable implants have been used since product introduction in 2004. For the sternotomy closure indication, it is estimated that supercables have been used in over 400 cases since 2015, and this is the first report of post-op cable breakage and cut-through that kinamed has received. Evaluation of the explanted supercable implants was not possible because they were not available for return and the cable lots involved in this event are depleted from our inventory. Review of the device history records for these lots of cerclage cables shows they were released with no deviations or non-conformances. The radiographs confirm the patient's poor bone quality and a broken metal wire. That both the supercable cable and the metal wire broke suggests that pre-existing patient risk factors contributed to the event. Review of the supercable cerclage system labeling and risk analysis confirms that the contraindications, precautions, and warnings relating to potential cable breakage and cable cut-through are appropriately described. The supercable's instructions for use includes contraindications for insufficient quality or quantity of bone, precautions that the cable implant can break or become damaged, and warnings that obesity can place the patient at higher risk for failure, and cerclage cable breakage is reported in the literature. It is suspected that the root cause was not a result of any issue inherent to the cable system. The most likely root cause is that the patient's pre-existing risk factors of obesity and poor bone quality contributed to the breakage and the cut-through. Based upon the information in this investigation, there is no further corrective action or preventive action because the contraindications, precautions, and warnings relating to potential implant breakage and cable cut-through are appropriately described in the instructions for use. Post-market surveillance will continue to be monitored for similar events and action taken if an untoward trend is detected.

Event description:
On (B)(6) 2017, a cardiothoracic surgeon in (B)(6) performed sternotomy closure on a patient with obesity and poor bone quality using four supercable cerclage cable implants (part number 35-100-1010) and one monofilament metal wire made by another manufacturer. The second day after surgery, the monofilament wire and one cable were found broken, with three cables having cut-through the sternum bone. A revision surgery was performed on (B)(6) 2017 in which the supercables were explanted and the sternotomy was re-closed. The outcome of the revision surgery and the discharge date have been requested.